Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The flow sensor was replaced, and the unit was returned to service.

Event description:
The hospital reported the unit alarmed &#34009;stem leak' and 'inspect flow sensor' during use. It was discovered that the diaphragm of the inspiratory flow sensor was stuck to the top of the housing. No reported patient injury.